Event description:
It is reported that the pt was revised due to pain and stiffness. The pt underwent two manipulation under anesthesia due to stiffness with exact dates unk.

Manufacturer narrative:
Operative notes were received. There are no indications of a possible root cause in the initial surgical notes. The revision surgical notes indicate that the patella was well fixed, the femoral component removal caused the medial femoral condyle to fracture, and the tibia was noted to be well fixed until a tps pencil-tip burr was used to break up the cement-prosthesis interface. The surgical notes do not indicate a root cause for pain and stiffness. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.